Event description:
It was reported that the right atrial (ra) lead had low impedance measurements and myopotential oversensing. The ra lead remains in use. It was also reported that the device had a loss of telemetry during the non-magnet strip. There were also indecipherable dual electrograms found on the pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2012. (B)(4).